Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2024, (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for 15 to 18 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008883, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008883 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14 on 07/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 4h05763 was manufactured according to the wi version 65 and manufactured on machines sc05 & sc06, on 05/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.